Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After a 2.5mm non-bsc balloon catheter inflated the lesion, a 28 x 2.50 promus premier¿ stent was advanced but could not cross the lesion. Additional dilatation was made with the non bsc balloon catheter the stent was again advanced. There was a resistance but the stent crossed the lesion. When the physician tried to deployed the stent the balloon would not inflate. The device was removed from the patient and it was noted that the balloon of the stent delivery system "seemed" to rupture. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts at the distal edge and proximal edge were lifted upwards from the stent profile. This type of damage is consistent with the commencement of inflation, followed by an experience in negative balloon pressure. The device was left to condition for 24 hours in a temperature controlled water bath so as to "loosen" the solidified media with the inflation lumen. On initial visual analysis the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however a pinhole was identified at the proximal end of the balloon. On microscopic examination, the pinhole was evident proximal to the proximal edge of the crimped stent (at the proximal balloon cone). Further examination noted blood inside the balloon chamber indicating the balloon was damaged during the procedure. The complaint report states that the physician experienced difficulty crossing the lesion; and it is likely the balloon cone received damage on advancement through the moderately calcified lesion. A review of the batch records indicates that the proximal balloon max profile was within specified limits and during a visual examination; the balloon wings were tightly wrapped and evenly folded and did not appear to have received any other further damage. Microscopic examination could not find any other evidence of damage like scratches to the proximal balloon cone that would signify difficulty advancing. Reviewing the batch crimp records there are no anomalies evident with the crimped stent profile following the crimping process, with all parameters within the specified tolerance. The type of damaged evident on the balloon and crimped stent would indicate that the balloon wall was breached during an attempt to inflate inside the patient. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After a 2.5mm non-bsc balloon catheter inflated the lesion, a 28 x 2.50 promus premier stent was advanced but could not cross the lesion. Additional dilatation was made with the non bsc balloon catheter the stent was again advanced. There was a resistance but the stent crossed the lesion. When the physician tried to deployed the stent the balloon would not inflate. The device was removed from the patient and it was noted that the balloon of the stent delivery system "seemed" to rupture. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. The device is a combination product. (B)(4).